Event description:
N/a

Manufacturer narrative:
Corrected field- h6- investigation conclusions.

Manufacturer narrative:
Due to character restrictions in block e1 full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during a daily inspection of the cardiosave intra aortic balloon pump (iabp), a noise-like waveform was displayed on the ECG signal even though no cable was plugged in. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the front end pcb as a precaution. An inspection was performed and no problems were found. The failure analysis and testing dept. Received part number with a reported unit failure of a noise-like waveform on the ECG signal with no cable plugged in. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The most probable root cause is external force/fatigue or component reliability.